Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Neck fracture of exeter stem.

Manufacturer narrative:
An event regarding crack/fracture and range of motion involving an exeter stem and an event regarding malposition involving an exeter cup was reported. Based on the information provided there is no indication or allegation that the device reported in this investigation may have contributed to the event. A clinical review of the provided medical information concluded cup malposition with major medialization of the cup within the acetabular bone has contributed to bony impingement creating an overload condition in the arthroplasty bearing with fatigue accumulation in the stem neck until a fatigue fracture occurred requiring revision surgery about which no info is available. The event was reported for crack/fracture and range of motion involving an exeter stem and malposition of an exeter cup , therefore there is no allegation or evidence of failure relating to the metal head component. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Neck fracture of exeter stem.